Manufacturer narrative:
D10: 350-01-03 - talar implant sz 3 lt 5184255. 350-10-04 - ankle sz 4 locking clip: 5165692. 350-11-04 - tibial plate fb sz 4 lt 5203654. 350-21-23 - tibial insert fb sz 3 lt 8mm 4536676. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total ankle arthroplasty. Subsequently, it was reported that the patient was unable to flex their left great toe. The surgeon stated that the fhl (flexor hallucis longus) tendon may have been injured during the procedure. No intervention was indicated as a result of this event. No further patient impact reported. No further information available.